Event description:
Same case as MDR ID: 2134265-2012-07527. It was reported that during a percutaneous transluminal intervention, removal difficulties occurred. The occluded target lesion being treated was located in the superficial femoral artery (sfa). A 6 x 100 x 130 innova stent delivery system (sds) was advanced to the sfa and deployed without complication. Upon removing the innova sds, it became stuck on the unspecified guide wire and could not be withdrawn. The guide wire was exchanged for another 0.035" guide wire, however it was unable to pass a bifurcation. An 0.018" guide wire was then used to remove the innova sds. Post-dilation with an unspecified balloon catheter was performed. A 5 x 59 x 130 innova sds was then advanced to the sfa and deployed overlapping the previously placed innova stent without issue. Upon removing the innova sds, and it also could not be withdrawn. The 0.018" guide wire was removed and several different wires were advanced, but could not enter the lumen. The innova sds was removed as a unit and access to the vessel was lost. A new 0.035" unspecified guide wire was advanced and was able to recanalize the vessel. The procedure was completed with the deployment of a non-bsc stent. The physician reported that he was unable to flush the innova sds during the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).